Event description:
The e-pill md.2 medication dispenser no longer has 24/7 telephone support. To be used, the device must be programmed by the company over the telephone. The company no longer provides 24/7 telephone support for this machine. That means that a pt's medications become inaccessible, if the device jams or otherwise requires intervention by phone line from their central service location. Since many medications are critically important, this makes the device dangerous. Once medications are locked inside, they cannot be obtained by the pt or caregiver unless and until the company programs the machine over a telephone line. We have use it since 2006 with general success, but tonight when it jammed, we could not access my elderly mother's medications. The company recently was acquired by philips lifeline. The md.2 device. This is a dangerous situation for a vulnerable population.